Manufacturer narrative:
Only two dilators were returned of the obtryx ii device. A visual examination revealed that a small amount of sleeve was left on each dilator. These sleeves appear cut. The mesh and remainder of the sleeves were not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted during a mid-urethral sling placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was difficult to remove the sleeve assembly from the mesh implant. After the mesh was implanted, only half of the plastic came off. The physician tried to remove the sleeve, but was not successful. The sleeve was then left inside the patient. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted during a mid-urethral sling placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was difficult to remove the sleeve assembly from the mesh implant. After the mesh was implanted, only half of the plastic came off. The physician tried to remove the sleeve, but was not successful. The sleeve was then left inside the patient. The patient's condition at the conclusion of the procedure was reported to be fine.